Event description:
It was reported that the pk dissecting forceps instrument has fiber glass shavings "peeling" off of the shaft. This was not identified during a procedure, however, a surgical staff member ran her hand down the shaft and received a splinter of the shaft material in her finger. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of main tube has a 1.5 inch long section with light material removed on one side. The damage area is located 3 inches above the proximal clevis and is parallel to the tube axis with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.